Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed from the distribution node and that the trunk cable connector j702 on the distribution node pca was physically damaged. The root cause for the severed trunk cable and damaged j702 was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming testing.